Event description:
It was reported by service report that the nurse call was not working. Customer reported that it was unknown if there was patient involvement, however, no adverse consequences were reported by customer.

Manufacturer narrative:
Results: docker cable.